Event description:
It was reported to boston scientific corporation that an accutrac laser fiber was used during preparation for a procedure. According to the complainant, during preparation, the fiber connector was noted to be hot. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Visual examination reveals that the exposed glass tip measures 3.5 mm and appears unused. There is heavy debris on the fiber face within the subminiature a (sma) connector. Functional analysis reveals that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser. The aiming beam exiting the distal end of the device is weak and round. Effective transmission measures 59%. The weak aiming beam and low transmission measurement are caused by the debris on the subminiature a (sma) connector.

Event description:
It was reported to boston scientific corporation that an accutrac laser fiber was used during preparation for a procedure. According to the complainant, during preparation, the fiber connector was noted to be hot. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.